Event description:
The user facility reported that the physician lost visualization, when the video image became bright white. The physician withdrew the endoscope from the patient and finished the procedure with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that the image was flickering and appeared distorted when the bending section was angulated. This phenomenon is isolated to a broken charge coupler device unit wires. There was no evidence of fluid invasion and the device passed the water leak test. This report is being submitted as an MDR in an abundance of caution.